Event description:
It was reported there are no audible tones being emitted from the x2 device. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.